Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and some tissue build up was noted on the jaw. The ptfe pad (teflon pad) was inspected and found to be worn, with a small portion missing and metal exposed on the jaw. The device was connected to the lab usg-400/esg-400 and exhibited no output. The device was disassembled and evidence of dried residue was found on the contact switch. Due to this no further functional testing could be performed. The distal end of the device was inspected under a microscope and there was no visual indication of damage to the probe unit. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique the instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic laparoscopic assisted vaginal hysterectomy (lavh) procedure, the teflon pad from the grasping section of the device burnt. No error codes were observed on the generator. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.